Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she has two patient programmers and has checked the implantable neurostimulator (ins) using both and noted changing the batteries first. The light next to the 9v battery was on, but none of the other lights came on. The patient noted that she had an injury from 20 years ago. Her hand was curved and if she did not have the ins, her hand would be like a fist because of the nerve damage, and thought it helped keep her hand flexible. Replacing the 9v battery did not resolve the issue. The patient noted that it felt like the ins has not been working. The ins provided a very small percentage of relief for her pain since implant and felt the first ins was probably the best and worked pretty well. The patient was going to follow up with a health care professional (hcp), but needed to find a new one first. Indication for use included post traumatic neuralgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.